Manufacturer narrative:
One flexiva 1000 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that there was no exposed glass fiber tip remaining. Examination under magnification revealed that the pattern on the tip was consistent with a fracture indicating that the tip or portion of the tip broke off. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 1000 laser fiber was used during an incision of a urethral stricture procedure performed on (B)(6) 2017. Reportedly,the laser unit used was a p120 and with laser settings of 1 joule and 10 hertz. According to the complainant, during procedure and inside the patient, approximately a minute into the case and just a blade away from the stricture of the urethra, the whole tip of the laser fiber broke off down to its cladding. Reportedly, the physician thinks there is no interaction with the guidewire that would cause the fiber tip to break. The broken piece was not retrieved and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported event of fiber tip detached. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a flexiva 1000 laser fiber was used during an incision of a urethral stricture procedure performed on (B)(6) 2017. Reportedly,the laser unit used was a p120 and with laser settings of 1 joule and 10 hertz. According to the complainant, during procedure and inside the patient, approximately a minute into the case and just a blade away from the stricture of the urethra, the whole tip of the laser fiber broke off down to its cladding. Reportedly, the physician thinks there is no interaction with the guidewire that would cause the fiber tip to break. The broken piece was not retrieved and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.